Event description:
Had complete removal of teeth and implants (x8) fitted with new dentures, 75% (6) of which have fallen out due to decay within 2 years. Was not advised or warned this might happen, no maintenance advice was given. Now having problems eating and talking, dentist advises another (B)(6) to remedy ((initial cost (B)(6)). Sent email outlining issues was not replied to.